Manufacturer narrative:
There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. A review of complaints for the last 24 months indicated one additional, related report for this system. A review of service requests for the last 24 months indicated no additional, related reports for this system. An internal investigation has been opened to investigate this issue. Quality assurance will continue to monitor related complaints and will take action for further occurrences as necessary. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "delay of around 5 minutes" (no code available). Product problem(s): "touchscreen froze" (no display or display failure). A nurse reported the touchscreen froze. The system was rebooted which resulted in a delay of around 5 minutes. There was no pt injuries reported.